Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted due to unsuccessful ring repair. The op report provided by the healthcare provider indicated that the anterior leaflet seemed to be somewhat shrunken. Reportedly, an artificial chord was placed into the septal leaflet where it had been tethered down by the leads, but it was difficult to get the valve to be competent and it was though, it was too much of a risk leaving it there. The ring removed and replaced with a 33 xenograft.